Event description:
It was reported that the patient underwent an initial hip procedure. Subsequently, the patient was revised approximately 9 years later due to pain and high metal ion levels. The head, cup and taper adapter were exchanged. The stem was retained. Intra-operative findings were consistent with metal related pathology. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04) - stem. G2: foreign: canada. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: g3; h2; h3; h4; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: the patient had an initial right tha. The patient then had a orthopaedic visit to report developing pain over the greater trochanter which worsens with ambulation. Patient ambulates with a limp and leg length was seen slightly off. No significant changes seen on x-rays compared with original x-ray. Physician believes symptoms were bursitis and physiotherapy was discussed and patient was satisfied. Patient had another orthopaedic visit where the patient presented with right hip pain. Symptoms have increased over the past year. Patient is attending physiotherapy. Ambulates with an antalgic gait but with no gait aid required. Cobalt and chromium metal ion levels are elevated. Patient had a revision. During the procedure, liquid with yellow appearance was seen in joint capsule, pseudotumor was diagnosed. Small amount of trunnionosis seen. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.